Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system, displacement and basic occlusion test. Insulin pump received stuck in motor error alarm loop during bolus delivery. Unable to confirm motor position encoder error alarm in alarm history due to displayable history alarms noted in alarm history. Displayable history alarms due to corrupted history files. Motor was tested outside of the device and passed. Motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that her blood glucose had been low in the 30 mg/dl. Customer would remove the device and blood glucose would go back up. Customer then put the device back on blood glucose would be low again. Customer's blood glucose was 44 mg/dl. Customer had called the diabetic center and changed her insulin dosage lower. Device alarmed a motor position encoder error alarm during the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.